Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "limited flow noted past the access site after manta deployment." Additional information: "during a tavr, micro puncture and ultrasound were utilized to gain access in the mid femoral head of the right common femoral artery. Vessel size 9.6cm. Advancing procedure sheaths during the case was difficult. Shockwave was used in the distal aorta just above the bifurcation to advance the valve deployment device. Calcification as mild above the access site. Measured depth for the manta was 8+1mm. Act was 250. 18000units of heparin and 40mg of protamine were given during the procedure. After the occlusion was noted, a balloon angioplasty of the area was done and flow was restored. The patient was reported as fine post the procedure."

Event description:
It was reported that: "limited flow noted past the access site after manta deployment." Additional information: "during a tavr, micro puncture and ultrasound were utilized to gain access in the mid femoral head of the right common femoral artery. Vessel size 9.6cm. Advancing procedure sheaths during the case was difficult. Shockwave was used in the distal aorta just above the bifurcation to advance the valve deployment device. Calcification as mild above the access site. Measured depth for the manta was 8+1mm. Act was 250. 18000units of heparin and 40mg of protamine were given during the procedure. After the occlusion was noted, a balloon angioplasty of the area was done and flow was restored. The patient was reported as fine post the procedure."

Manufacturer narrative:
Qn#(B)(4). The customer report of limited flow past the manta access site was confirmed by visual inspection of the customer supplied photos. However, full complaint verification testing could not be performed as no sample was returned for analysis. The details of the complaint were reviewed, and it was confirmed that collagen was not deployed in the vessel, the anchor was positioned correctly, and there was no dissection of the vessel. There was mild calcification above the access site but not at the access site. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.